Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with s4 polyaxial screw 6.0x45mm. According to the complaint description, the components of a product were separated when screwing/inserting. It occurred during surgery, and prolonged the procedure about 10 minutes. This was noted to have mild impact on the patient; the screw was taken out and replaced by another. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
We made a visual inspection of the screw parts, especially the insert. The screw itself exhibit no damages or defects, also the body. The insert shows a bent catch nose (arrowed). It is plain to see, that the plate with the catch nose is bent. With this nose out of alignment a reliable catch of the insert in the body is no longer given. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production.without further knowledge about the circumstances, we assume, that the plate was deformed during the surgery by wrong handling. The reason for this is probably a not proper attached hex key tip. According to the batch history record the product left aag in a condition according to specification. A material defect or a manufacturing error can be excluded.